Event description:
The customer complained that a non-reproducible, higher than expected vitros amon quality control result was obtained on a non-ocd biorad qc fluid when using vitros amon reagents on a vitros 5600 integrated system. Biorad level 2 result: 97.9265 ¿mol/l vs expected 79.0 ¿mol/l biased results of the direction and magnitude observed may lead to inappropriate physician action. Ocd has not been made aware of any erroneous vitros amon patient results reported out of the laboratory; however, the investigation cannot conclude that patient sample results would or could not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros amon quality control result was obtained on a non-ocd biorad qc fluid when using vitros amon reagents on a vitros 5600 integrated system. The assignable cause of this event was instrument related, as results of precision testing demonstrated that the vitros 5600 system was not operating as expected at the time of the event. Following service actions, precision testing results were within the acceptable guidelines indicating the vitros 5600 integrated system was returned to expected performance.